Event description:
It was reported that, during a lithotripsy procedure, the surgeon began to advance the fiber and then it fractured outside of the ureteroscope, between the scope and the laser. The fiber was quickly removed from use. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that, during a lithotripsy procedure, the surgeon began to advance the fiber and then it fractured outside of the ureteroscope, between the scope and the laser. The fiber was quickly removed from use. The procedure was completed using another fiber without patient complications.